Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr hip resurfacing system - left hip; reason(s) for revision: elevated ions and pseudotumour. Form (B)(4) received (B)(4) 2013. See form for additional revision reason details. (B)(4) reference number added and hospital name amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr hip resurfacing system - left hip. Reason(s) for revision: elevated ions and pseudotumour. Form 73 received 15th november, 2013. See form for additional revision reason details. (B)(6) reference number added and hospital name amended. Update - updated to attach (B)(6) email dated 6th jan 2014 and mark as legal. Update received: 1st april 2014 - legal letter, added patient name, added patient ID (initials) added patient gender, added patient date of birth and filled mapped to mw fields.